Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies had been ejected. A field service engineer checked the main half-height drawer and inspected all trays and pockets. No medical debris was found, and the drawer was responsive. The fse reseated the row cable at the rear controller board and checked both rear controller boards for the main half-height drawers. After a proper reboot of the station, all drawers and pockets were responsive. The customer confirmed and verified the functionality of the drawers and pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, pocket was failed and unable to access any cubie pockets in drawer the customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.